Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored with fading text. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis (B)(4) 2013 with the following findings: during testing, the display was dim and discolored with fading text. Unrelated to the complaint, evaluation revealed that the keypad cover was missing. All keypad buttons responded appropriately to button presses. There was no evidence of contamination found on the button contacts.